Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 to 500 mg/dl. Customer also had blood glucose level of over 600 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump and with manual injections. Customer also reported that the buttons were harder to push and piece was missing at the reservoir compartment. Customer stated that the time was advanced. The drive support cap appears normal. The insulin pump was returned for analysis.